Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the customer experienced hypoglycemia. The customer's blood glucose value at the time of incident was 48 mg/dl. Troubleshooting was not performed and the device will not be returned for analysis.